Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a lobectomy procedure, the staples were malformed with irregular shapes on the first firing with a green cartridge. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device (b) was returned with no visual non-conformances and with an ecr60g cartridge reload present. The reload was received with the right side partially fired 2/3, left side outer row partially fired 2/3 and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled, some drivers and the pan were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.